Event description:
Caller states customer tested 350 mg/dl on the advantage system while using expired test strips. Customer's physician advised him to take an add'l dose of glyburide and metformin based on the reported device result. Low blood glucose symptoms were reported 7 hours later; customer tested 50 mg/dl on non-roche device and was treated with 6 oz. Orange juice; low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.